Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two charge time error codes in march, for long charge time (lc) and charge timeout (CT). Additionally, the device declared elective replacement indicator (eri) battery status two weeks later in mid-april. Device data was submitted to engineering for review; however, pending the analysis, technical services recommended immediate device replacement due to the long change times that could leave the patient unprotected. No adverse patient effects were reported. The device remains implanted and in service. Engineering analysis of the available data confirmed therapy is likely compromised and the device should be replaced as soon as possible. It was noted the battery appeared to be depleting at a normal rate and the cause of the charge time error codes could not be determined.

Manufacturer narrative:
This report will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded two charge time error codes in march, for long charge time (lc) and charge timeout (CT). Additionally, the device declared elective replacement indicator (eri) battery status two weeks later in mid-april. Device data was submitted to engineering for review; however, pending the analysis, technical services recommended immediate device replacement due to the long change times that could leave the patient unprotected. No adverse patient effects were reported. The device remains implanted and in service. Engineering analysis of the available data confirmed therapy is likely compromised and the device should be replaced as soon as possible. It was noted the battery appeared to be depleting at a normal rate and the cause of the charge time error codes could not be determined. Additional information was received. The sales representative provided the name of the physician and hospital for this patient and device. It was reported that the patient has refused device replacement. The patient had never received shock therapy from the device; therefore, the physician is re-evaluating the patient's medical condition and indications for a device. At this time, the device remains implanted but is not likely to be functional.